Event description:
Customer states his insulin pump has malfunctioned. Customer's blood glucose at the time of call was 386 mg/dl but it was previously 40 mg/dl. After troubleshooting, customer was advised that his insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test or test the low reservoir alarm due to prime and fill anomaly. Insulin pump had minor scratches on display window, scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.